Event description:
It was reported that on (B)(6) 2023, a xact stent was implanted in the mildly calcified, mildly tortuous, 90% stenosed internal carotid artery. During a follow up on (B)(6) 2024, it was noted that the stent had separated into two pieces. Reportedly, the patient was not stimulated by external forces and was able to move normally. The physician plans to perform surgery to remove the stent and the patient has been transferred to an external hospital for treatment. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. In summary it was reported that a xact stent was implanted in a 90% occluded carotid artery with mild calcification and mild tortuosity. Approximately 4 months later during follow-up, the stent was found to be separated. No probable cause could be determined but it is noted that the stent fracture is at a bend point for the patient¿s neck. It is possible that fatigue from cardiac dynamics and motion in the months after the procedure resulted in the reported stent separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.